Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not duplicated. The battery cap measures within specifications. The black box information from date of pi has been overwritten. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events duplicated during investigation. Investigators were unable to confirm or duplicate the complaint during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.